Event description:
On (B)(6) 2008, the patient underwent treatment of a thoracic aortic aneurysm with a gore® tag® thoracic endoprosthesis. On an unknown date, follow-up imaging showed aneurysm enlargement to 6 cm (amount of growth unknown). It was reported that imaging showed no evidence of endoleak, lack of circumferential apposition or device migration. It was reported the aneurysm elongated proximally due to disease progression. On (B)(6) 2015, an intervention was performed to treat the enlarging aneurysm. A left common carotid-left subclavian artery bypass was performed and a conformable gore® tag® thoracic endoprosthesis was then positioned with planned coverage of the left subclavian artery. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include metoprolol, digoxin, diltiazem, coumadin, alphagan, dorzolamide, timolol and lumigan. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.